Manufacturer narrative:
Approximate age of device - 8 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient has had right heart failure since post lvad implantation. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas. Multiple attempts for additional information were sent to the customer but no further information has been received at this time. The heartmate 3 left ventricular assist system IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system.